Manufacturer narrative:
Device not returned.

Event description:
It was reported to philips that the ECG cable was worn and needed to be replaced. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and confirmed that the ECG cable would need to be replaced the customer was given part information for a replacement ECG cable. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.